Manufacturer narrative:
Product event summary: a partial lead was returned in segments. Visual analysis revealed that the interior rv (right ventricular) de fibrillation cable was extrinsically fractured due to pulling/stretching and the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. Geo event description: it was reported that during device replacement high rv and svc coil impedance values (>200 ohms) were observed. ICD was replaced due to eri (normal depletion). Preliminary geo assessment: tech service ((B)(4)): in the std I do not see any high coil impedance values, so it does not seem that there were any issue before the replacement of the device. Review of the std-file (after explant) revealed the following: >> patient alert for low battery voltage since (B)(6) 2014. >> some sic; no fast (<(><<)>220ms) svt/nst of short duration, >> normal impedances. Preliminary geo conclusion: suspect lead ok. Concomitant product: product ID 7232cx, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout, the right ventricular (rv) lead exhibited high impedances on the rv and superior vena cava (svc) coils of the lead. The procedure was abandoned and the rv lead was explanted and replaced at a later date. No patient complications have been reported as a result of this event.